Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient alert sounded due to increasing and high impedance values of the superior vena cava (sv) coil and the right ventricular coil. The lead was capped and replaced. No patient complications have been reported as a result of this event.